Event description:
It was reported on (B)(6) 2025, that patient had skin irritation while wearing the electrode - patch - universal 2 channel that was first noted on (B)(6) 2025. The patient described the irritation as hives, rash, itchy from wearing patch. Patient stated they sought medical attention, and were prescribed medication, ointment mupirocin- prescription and benadryl pill nonprescription. Patient stated they followed proper skin prep regimen. Patient decided to take a break in service. No prior skin conditions were reported. No additional information provided.

Manufacturer narrative:
It was reported that the patient experienced a skin irritation while wearing the electrode - patch - universal 2 channels. The electrode was unable to be inspected because it was not returned. Allegation should be considered confirmed as there are images of the patient's skin irritation and/or evidence the patient sought medical care to treat the skin irritation. The associated skin irritation is likely related to the patient reacting to the electrode adhesive and/or hydrogel. No contributing factors were identified. Medical adhesive related skin injury (marsi) is likely related to a biocompatibility hazard manifesting at the electrode's interface with the patient's skin. Patient reactions, such as skin irritation, resulting from biocompatibility issues are considered and assessed. Additionally, instructions for use (IFU) and patient education guides (peg) provide patients with guidance should skin irritation develop.